Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: inserter tip breaking during the procedure probable root cause: design. Inserter/implant not compatible with guide. Inserter material/design too weak. Inserter shaft cannot bend around curved guide. Inserter/implant catches on inside of guide or on mouth process. Inserter, implant, and/or guide manufactured out of spec burrs left inside guide ID and/or at windows application. Excessive force inserting inserter. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that the inserter tip broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the inserter tip broke during the procedure. All pieces were retrieved.